Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer has an issue with a safety needle. The customer reported that the safety device on the needle was pushed forward, but did not activate or engage over the end of the needle.

Manufacturer narrative:
Submit date: 09/26/2016 the device history record could not be conducted as the lot number provided is invalid. There were no samples returned with this complaint because the customer said they were discarded. The reported condition could not be confirmed without an actual sample to review. The exact root cause could not be determined without a valid lot number or the actual sample to examine. A 6m root cause investigation was performed by the quality engineer. The most likely root cause of the safety shield defect was improper user technique. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for shield length and shield locking. Based on the investigation and root cause analysis, the initiation of a CAPA is not required because appropriate corrective actions could not be determined. The failure was most likely a result of user error. It¿s recommended the user consult the instructions for use included with the product for guidance. This complaint will be recorded for trending purposes and used to assess the need for corrective actions.